Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of patient needing the device reprogrammed because the therapy wasn't working on the right side was because electrodes 8-10 were invalid, over 10,000. The rep reported that they reprogrammed the patient using 0-7 because the patient didn't want to undergo a revision at this time. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and failed back surgery syndrome. It was reported that patient just had device reprogrammed by a rep and was being 'detoxed' off pain killers but now patient needed device programmed again because therapy was not working on her right side. Patient wanted to get back in touch with the rep. The issue occurred 2-3 days prior to the day of the report. An exact date was not provided. Later, rep reported that they were going to call the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep reporting that they did not know what the cause of electrodes 8-10 being invalid/over 10,000 but that patient wanted to leave things as is. No further complications were reported.